Event description:
A facility reported a box of a neuromonitor basic kit (ID 826631) was crushed before the procedure. The procedure was completed with a replacement product available. No surgical delay and adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The neuromonitor basic kit (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 4025627 and the lot met specifications when released. Failure analysis - it cannot be confirmed the damages occurred at the integra distribution center. It cannot be excluded the damages occurred during transit from distribution center to customer. Root cause cannot be determined. Based on information provided it cannot be determined if this was a packing error at the distribution center or if it occurred during transit.